Event description:
As reported (B)(6) 2013, in (B)(6) 2012, a patient of unknown age and gender presented for an angiographic procedure. The procedure was successfully was completed with no reports of complications or device malfunctions. Follow up visits reported no complications. Approximately 7 months post procedure, on (B)(6) 2013, it was reported a fractured piece of an angiographic catheter had remained inside the patient. The fractured piece was successfully removed. There is no report of permanent harm or injury to the patient due to this event. It was reported the fractured piece of the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The catalog number and lot number of the device was not reported. The firm is attempting to obtain the device and additional information of the event and patient's information. There was no report of permanent harm or injury to the patient due to this event. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).